Event description:
On (B)(6) 2025, a cds reported that a patient reported a hypoglycemic event with a bg of 10 mg/dl and a mild seizure leading to ems being called. The patient reported drinking beer prior to the event as well as having a history of pancreatitis. The patient was treated at the hospital with glucagon and released (date unknown). The user remains off the ilet.

Manufacturer narrative:
The DHR review confirmed the ilet met all manufacturing specifications prior to release. The log review showed the ilet was performing to specification including alerting the patient of low glucose. Also, the log showed the user announced a meal at 9 pm on (B)(6) 2025 while being alerted to low glucose. The cause of this event is attributed to both the late meal announcement as well as the reported drinking of alcohol prior to the event. Should additional, relevant information become available, a supplemental report will be submitted.